Event description:
It was reported that a large volume intermate was missing the ¿top tip¿. This was identified before use. There was no patient involvement. Additional information was requested and is not available. This is report 11 of 24.

Manufacturer narrative:
(B)(4). This lot was manufactured from november 12, 2010 ¿ november 13, 2010. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.